Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported by the sales rep that during a sleeve gastrectomy, at the apex of the third to last firing they noticed blue plastic fragments in a small piece of tissue. There was no disruption to the staple line. They were retrieved with ease and the case was completed with the device. There were no patient consequences. Four reloads were used in case and will be returned.

Manufacturer narrative:
(B)(4). D4: batch # t5eg3r. Device evaluation summary of four reloads reportedly used in the case: the analysis results showed that three gst60b cartridge reloads were received (batch # t5eg3r). The reloads were received with no apparent damage and fully fired. As the returned reloads were received fully fired, no functional test could be performed due to the condition of the reloads. The analysis results showed that one additional gst60b cartridge reload was received (batch # t5ct8v). The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. D4: batch # t5ct8v. Manufactured date: 06/12/2019. Product exp. Date: 5/12/2024. A manufacturing record evaluation was performed for the finished device batch numbers, and no non-conformances were identified. Event described could not be confirmed as the cartridge reloads were received fully fired.